Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the reservoir was occluded. Customer's blood glucose was 147 mg/dl. Customer stated she had no delivery. Troubleshooting was done. Customer stated that the alarm was resolved by a complete change. Customer threw away the reservoir that she could not push the air out off. Assisted the customer in setting up new reservoir. No further information provided.